Event description:
It was reported that during a thoracoscopic lobectomy (uniport) on pulmonary artery, the staff started to notice that the tissue adh esion/sealing was weak after 2.5 hours to 3 hours. There was no error message; however, an operating sound, energy delivery, and a seal completion sound were heard. When the staff noticed the poor tissue adhesion on blood vessels of about slightly less than 3 mm, the staff discovered a melted-like mark on the side of the upper and lower jaw. The device jaw was cleaned every time it was returned to the circulating nurse. Since there was no bleeding and the procedure was near completion, the surgery was completed using the existing device without using a new one. Nothing fell on the patient¿s cavity and the procedure was not extended. The generator was functioning normally. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3, h6. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a thoracoscopic lobectomy (uniport) on pulmonary artery, the staff started to notice that the tissue adh esion/sealing was weak after 2.5 hours. When the staff noticed the poor tissue adhesion, they discovered a melted-like mark on the side of the upper and lower jaw. Since there was no bleeding and it was near the end of the surgery, completed the surgery with the existing lf1937 without using a new one. There was no patient injury.

Manufacturer narrative:
D10: concomitant products: lf1937, jaw lap lf1937 ligasure maryland 37cm (lot#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.